Manufacturer narrative:
A field service engineer was dispatched to the customer site. Haze/mist/vapor was confirmed. A corrective maintenance was performed and the catalytic decomp filter was replaced. Unit meets specifications and was returned to service on (B)(6) 2015.

Event description:
While onsite servicing the sterrad 100s sterilizer for another issue, an asp field service engineer (fse) discovered a haze emitting from the unit. There was no report of human reaction. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). ¿the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. ¿the service history for this unit was reviewed for the past 6 months (02/25/2015 to 08/24/2015) and trending was not exceeded. ¿the fmea revealed the risk priority number (rpn) is at an acceptable level. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was not returned for further evaluation. The assignable cause of the haze/mist/vapor issue is the catalytic converter. The field service engineer replaced this part and confirmed the sterrad® 100s was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.